Event description:
It was reported that the isolation transformer packaged with the opal hdx mapping system install bundle was mislabeled as the united states model but was actually the european model. This was an out-of-box failure, so no patient was involved. A replacement transformer was shipped to the customer and installed. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.